Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage and hardware low level failures alarm. Customer's blood glucose at time of incident was 5.5mmol/l. The customer was unable to clear the alarm and stated that there is crack on the back part of the pump. The customer stated that none of the buttons are working and pump is beeping for the alarm. The customer was advised to revert to backup plan. Customer was advised that the device would be replaced.